Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the patient had a revision surgery to remove all implants.

Manufacturer narrative:
The associated complaint devices were not returned. This case reported a (B)(6) patient underwent a left total knee replacement revision surgery due to decreased range of motion in 2014 and required a second total knee replacement revision surgery approximately 2 years post revision with removal of all implanted devices for pain and staph epidermis. Review of provided copies of radiologic imaging shows some radiolucency around femoral components with what appears to be an area of osteolysis at the medial edge of the tibial plate. Details regarding the patient¿s weight bearing status, medical history, bone quality, fall/trauma history, and other additional clinically relevant information are unavailable for inclusion in the clinical assessment. Based on review of the information provided, the reported staph epidermis likely contributed to the reported event. No further clinical assessment is warranted at this time. A review of manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the devices or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.